Event description:
Provider states that the right brake handle will not lock into place. Provider has attempted to make adjustment to the brakes but will also let his technician try to make adjustments before getting a replacement. Provider states the consumer can pull up to use the brakes but they do not lock downward. No additional information provided.